Event description:
A caller reported a cartridge alarm 20 issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. The caller successfully loaded a new cartridge and resumed insulin therapy, resolving the issue. Cts to replace pump. Customer will use a backup pump for insulin delivery.